Event description:
A us distributor reported that a patient's electrode belt delivers a pulse below the lower limit.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the electrode belt components u727 and u728 were out of tolerance. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged belt.